Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
A complaint was received regarding an unspecified microclave clear connector that experienced leakage. The reporter stated that " the needless bung was attached to a central line, the patient had felt a wetness. The line was checked and the bung was noted to be leaking with the inner workings of the bung dislodged ¿. Additional action comment is ¿this could have been detrimental to the patient if not noticed as the drug was not administered and potential for air to entrain.¿. Suspected problem is mechanical problem. No health consequences or impact. Person at risk is the patient. There is no packaging for this as it was discarded once attached. Update: the lot number of the product since it was discarded. The product was stored in the storeroom and no cuts or holes noted on the product. Medication had been running through the line. The product was in use at the time. The bung is still available. The patient had felt a wetness due to the dung leaking.